Event description:
This is being reported voluntarily as a quality and safety concern. Conzianzia pro 12 wire tip remained in patient's rca vessel upon removal from the patient. Per the cardiologist, the piece of wire that broke off in the patient will cause no harm to the patient. The piece of wire is jailed between the artery wall with a stent covering it.